Event description:
Enteral feeding pump - (B)(6) kendall/covidien. Volume delivery of enteral formula is more than the standard + or - 7%. The pump's listed delivered from 12 - 22% in volume more than the volume programmed into the pump and more than the pump indicates was delivered. No adverse events occurred, but complaints were received from pts using these in the home. We are not using these devices any longer.